Event description:
It was reported that the lead was removed due to erythema. Additional information obtained indicated a pocket infection occurred, the pocket appeared prominent, was restricting mobility and was red and tender. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, there was cosmetic environmental stress cracking of the outer insulation and there was apparent explant damage.